Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure a balloon rupture occurred. The 90% stenosed lesion was located in the moderately tortuous left anterior descending artery (lad). The apex monorail 2.75x15mm was being used to pre dilate the lesion. During the first inflation, the balloon ruptured at 10atms. The inflation duration is unk. The device was exchanged for a quantum maverick. A taxus stent was implanted and the procedure was completed. There were no pt complications or injuries reported. The pt status was listed as 'good'.

Manufacturer narrative:
(B)(6). Device has been disposed and is not expected for return; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).